Event description:
Provider alleges consumer was on a sidewalk when the unit allegedly tipped over and allegedly hit his leg.

Manufacturer narrative:
The device has not been made available for evaluation. Should further information of the device become available, a follow-up report will be issued.

Event description:
Provider alleges consumer was on a sidewalk when the unit allegedly tipped over and allegedly hit his leg.

Manufacturer narrative:
Alleged tip over could not be duplicated.